Event description:
This lead was explanted due to high shock impedance > 150. Multiple tests were done with the same result. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. Severe abrasion marks were observed in the area of the yoke. In this region the conductor cable to the shock coil was found fractured. This damage can be considered as the root cause for the observed out-of-range shock impedance mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state such as mechanical forces resulting from interaction between the lead and the ICD housing. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.